Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd us cathena 22gx1.00in straight bc safety shield activation failed it was reported by customer that the item that the safety device not performing rcc received a complaint via email. The customer reported that the item that the safety device not performing. They informed the vendor last

Manufacturer narrative:
Our quality engineer inspected the 179 samples were returned for investigation. The reported issues of needle through catheter and silicone visible were confirmed upon inspection of the samples. The defects of needle disengagement difficult, blood leaks out of control plug, catheter tip integrity, needle retraction failure and catheter defective/ damaged could not be confirmed from the returned samples. 11 samples of lot 4320986 and 14 samples of lot 4311275 had excess lube observed once the tip adhesion was broken. Blood escape time (bet) testing was performed to check for leakages and no samples had abnormalities during testing. 154 of the samples had no damages or defects. Production records were reviewed, for the reported lot numbers. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.